Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was treated in the ER on (B)(6) 2016, due to a change in therapy. X-rays determined the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016, where the lead was repositioned. The patient is now receiving effective stimulation coverage.